Manufacturer narrative:
The field service representative could not determine a cause. He checked and adjusted multiple parts of the analyzer. He replaced a printed circuit board and the measuring cells. He ran performance testing, calibration and qc which were all acceptable. The investigation did not identify a product problem. There was no indication for a performance issue of reagent or instrument. The cause of the event could not be determined.

Event description:
The initial reporter received questionable troponin t stat results for two patients from the cobas 6000 e601 module. Patient 1 initial result was 0.040 ng/ml and the repeat results on another analyzer were <0.01 ng/ml with a data flag and <0.01 ng/ml with a data flag. Patient 2 initial result was 0.041 ng/ml and the repeat results on another analyzer were <0.01 ng/ml with a data flag and <0.01 ng/ml with a data flag. The questionable results were reported outside of the laboratory. The reagent lot number was 40966902 with an expiration date of 30-jun-2020.